Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Information regarding the endoscope used with this ligator was requested from the initial reporter, but unable to be provided. This ligator is compatible with endoscopes that have an outer diameter 8.6mm - 11.3 mm only. Barrel detachment can occur if an endoscope with an outer diameter smaller than 8.6mm is used. The information provided mentioned that 8 out of 10 bands were deployed. The remaining bands on the barrel most likely deployed as the barrel detached from the endoscope. The barrel is not intended to be attached to the deployment strings. If the barrel is not advanced as far as it will go onto the tip of the endoscope, barrel detachment can occur. The instructions for use advise the user to ensure that the barrel is advanced as far as possible onto the tip of the endoscope. The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. Barrel detachment can occur if lubricant is allowed inside of the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. Prior to distribution, all 10 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook 10 shooter saeed multi-band ligator. The physician placed 8 bands out of 10. He then withdrew the scope from patient's gastrointestinal tract and placed it on top of the gastrointestinal cart. The scrub technician then noticed that the end portion of the ligator (barrel) was not attached to the strings at the distal end of the scope. The physician was notified and the scope was reinserted by the physician. The distal tip of the ligator (barrel) was found to be in the esophagus. It was removed by the physician with a rat tooth forcep. The location of the two bands that were not placed were requested; the location of the bands is unknown. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.